Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm ce valve implanted pulmonic position, underwent a valve-in-valve after unknown implant duration due to stenosis. The procedure was performed with 29mm 9600tfx transcatheter valve.

Event description:
It was reported that a patient with a 25mm 2700 aortic valve implanted pulmonic position, underwent a valve-in-valve after implant duration of 12 years ,10 months due to stenosis. Patient presented heart failure and shortness of breath. The procedure was performed with 29mm 9600tfx transcatheter valve. Patient was stable and discharged post procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.